Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the stylet could not be fully inserted into the atrial lead. Further attempts with other stylets were unsuccessful. The lead was not used and was replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.